Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was retained and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 23, 2020 that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst with less than 5% necrotic material during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2020. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. According to the complainant, during the procedure, upon releasing the second flange, the physician moved the scope and the stent catheter moved laterally which caused the stent to deploy 15 mm into the pancreatic pseudocyst cavity. The procedure was aborted and the patient was re-scheduled for a cyst gastrostomy to treat the pseuodocyst and for the removal of the stent. On (B)(6) 2020, during cyst gastrostomy procedure, the stent was successfully removed and the pseudocyst was resolved to complete the procedure. Reportedly, no new stent was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.